Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting the main menu instead of the apply sample symbol when she was attempting to test her blood glucose. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012. The patient denied managing her diabetes with medication or making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she became "shaky" ½ hour after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. The cca was able to resolve the alleged issue with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.